Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Manufacturer narrative:
Additional information: a review of radiographic images show initial ap and lateral lumbar films show unoperated spine with severe arthritis and osteoporosis. Stenosis is reported. Spondylolisthesis is seen at l4 and severe disc collapse at l5 with previous laminectomy. Postoperative films show construct from l4 to s1 with pedicle screws. Interbody devices are seen at l4 and l5. Initial postop films show likely pull out of the l4 screws. When this occurred is in question as immediate postop films show same relatively short l4 screws and lack of correction seen in the later films reportedly demonstrating loss of fixtation at l4. Revision films show pmma augmentation of the l4 body and revision to larger instrumentation with good correction of the deformity.

Event description:
It was reported that a patient underwent an unknown spinal procedure. At an unknown time post-op, it was reported that a screw backed-out. Additional information is pending. No further details are known at this time.